Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105, which was observed during power up. Sys error 105 was confirmed and caused by a failed (dislodged) input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.